Manufacturer narrative:
The customer¿s complaint of a leak at the female end of the extension tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of fentanyl or precedex, leaking occurred between the female connector of the extension tubing, and the mating device which was either the tip of an unspecified syringe or the male end of an additional extension tubing. No patient harm was reported and the set and mating component were not sequestered.